Manufacturer narrative:
One device was returned for analysis of complaint of double beep with cassette attached and depleted battery message. No 12-month service history was located. Review of event log found battery depleted error. Visual and functional testing was performed. Found upstream occlusion (uso) sensor and downstream occlusion (dso) were defective.

Event description:
It was reported that there was double beep with cassette attached and depleted battery message. The event happened during testing and there was no patient involvement.

Manufacturer narrative:
Device evaluation: one device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection were performed during analysis. The customer reported malfunction was confirmed. During the investigation the downstream occlusion(dso) sensor was found defective, and the air detector was dented. The dso sensor and air detector was replaced.